Event description:
It was reported that, during the procedure, the fiber broke at the tip during the procedure. The debris shield was checked and there were no obvious signs of damage. The fiber was replaced, and the second fiber was used without any issues. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found the fiber was received in one piece with no fiber body defects. Microscopic inspection found the fiber tip was broken. No defects were observed in the connector face and a bright round light was exiting the face. Functional testing of the fiber found aiming beam was bright and distorted. The console read that the fiber had been used for zero treatments. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated, led to the fiber tip break that was identified. The instructions for use (IFU) state inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged.

Event description:
It was reported that, during the procedure, the fiber broke at the tip during the procedure. The debris shield was checked and there were no obvious signs of damage. The fiber was replaced, and the second fiber was used without any issues. There were no patient complications.